Event description:
The advocate stated her grandmother received a blood glucose reading of 389mg/dl on the contour next. She adjusted her insulin accordingly, and later vomited. She was taken to the hospital. Her blood glucose was 67mg/dl and she was given 3 glasses of orange juice. Afterwards, her blood glucose reading was 145mg/dl, and she was discharged. The advocate was advised to return the test strips for investigation. New meter and strips were sent to the customer.